Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had rf pic failed self test on insulin pump. The customer¿s blood glucose level was unknown. The alarm reoccurred after self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive rf pic failed selftest alarms noted. Pump had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.